Manufacturer narrative:
Batch review performed on 08 november 2019: lot 154468: 61 items manufactured and released on 11-dic-2015. Expiration date: 2020-11-23. No anomalies found related to the problem. To date, 53 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 3 years and 5 months after the primary due to instability caused by a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.